Event description:
During a meniscal repair it was reported that the doctor implanted the first t implant. While pulling back, the second t implant fell off the inserter. A delay was reported due to the surgeon cutting the suture and removing the implants. The procedure was completed with a back up device. No patient injury was reported.

Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Due to the product not being returned, a root cause could not be determined. No further investigation is necessary at the time. (B)(4).